Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm (alarm 16) occurred. Customer's blood glucose was 382 mg/dl. Tandem technical support assisted the customer with clearing the alarm.